Manufacturer narrative:
Arjo was informed about an issue involving a citadel plus bed, which occurred in (B)(6). Following information gathered, the safety side rail detached from the citadel plus bed¿s frame. There was no injury or other medical consequences reported. According to the technician¿s observation, the door entry to the patient¿s room was narrow. The door frame had marks, which could indicate difficulties in transferring the bed in and out of the room. Hitting the safety side rail panel several times, on a daily basis might lead, eventually, to its damage. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the safety side detachment might be related to an excessive force applied to the safety side. This is the most probable scenario, and in line with technician's observations. To sum up, the safety side rail was detached from the safety side rail mechanism, and from that perspective, the citadel plus bed did not meet the performance specification. While the incident occurred the bed was being used by the patient. Although no adverse event occurred, the complaint was decided to be reportable due to the safety side rail detachment.

Event description:
Arjo was informed about an issue involving a citadel plus bed, which occurred in (B)(6). Following information gathered, the safety side rail detached from the citadel plus bed¿s frame. There was no injury or other medical consequences reported.